Event description:
Additional information: resistance was felt with the anatomy during advancement of the 3.0x8mm nc trek balloon dilatation catheter (bdc). Additionally, resistance was felt with the anatomy during removal and the shaft separated. The separated bdc was withdrawn.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed. The reported balloon rupture and inflation issue were not confirmed. The reported difficulty removing the protective sheath and stylet could not be tested because the sheath and stylet were not returned. The reported difficulty advancing and removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters, nc trek rx, global instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulty removing the sheath and stylet, the balloon rupture and inflation issue; however, the reported separation, difficulty advancing and removing of the device appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 55% stenosed, moderately tortuous, and moderately calcified lesion in the right coronary artery. An unspecified stent was deployed. Difficulty removing the stylet and protective sheath was felt on a 3.0x8mm nc trek balloon dilatation catheter (bdc). The device was soaked prior to use; however, due to emergency use the device was not prepped outside the anatomy prior to use. The bdc was being used for post-dilatation, but the balloon ruptured during the first inflation at 8 atmospheres and it did not inflate. The procedure was successfully completed with a new unspecified nc bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.